Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the surgeon was using the t4 screwdriver to insert a 1.5mm locking screw and heard a small pop. The surgeon noticed the tip of the screwdriver broke off. The tip was removed from the screw head and a back up t4 was used for the rest of the surgery. There was no surgical delay. The procedure was completed successfully. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010, lot number: 47p8941 ) was received at juarez pal. Visual examination of the returned device found the tip of the screwdriver has broken, the broken fragments were not received. The investigation did not identified any other defects. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: supplier- (B)(4). Manufacturing date: 29-sep-2020. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 47p8941 (non-sterile). Lot quantity: (B)(4). Five pieces were scrapped in cell, for destructive testing. Jbl-nr was initiated, incoming inspection ii, due to incorrect paperwork found with product. The lot was dispositioned as ¿rework¿ and the correct documentation was located, and all quantities and completed operations were verified. The lot was released from hold. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria. Packaging label log (pll) lppf rev c, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance was reviewed and determined to be conforming. Inspection certificate was reviewed and determined to be conforming. Certification of analysis was reviewed and determined to be conforming. Certificate of compliance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.